Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep met with the patient on jun 18th. Patient was not feeling the stimulation as strongly in lower voltage range because she had been using programs that had a higher frequency; 130hz. The rep changed patient's programming to higher contacts on the leads to accommodate her requests to have it higher in her body. Rep also changed her programming parameters to utilize wider pulse widths (450-700) and a lower frequency than she had before (65hz). The patient mapped out well and rep was able to get her more painful areas covered by the parasthesias. Patient was very happy at end of programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Patient needed troubleshooting related to a change in patient's therapy. Patient reported that where she feels stimulation has changed. Patient feels stimulation down her legs from her hips to her knees and thighs instead of her back where she needs it. Patient went to doctor's appointment on the day of the report and they checked the implant and told patient to call manufacturer for assistance fixing issue over phone. Patient tried adjusting stimulation, patient group a,b,c and has tried changing to each group but this didn't resolve issue. Increasing stimulation also did not resolve issue. Patient said she was around 4-6v but now she is having to increase to 6-8 v to even feel stimulation. Patient doesn't have adaptive stim (as). When patient said she didn't have as she mentioned that she has to manually turn off stimulation when she lays down. Caller was redirected to follow up with hcp to invite a manufacturer representative for possible reprogramming. When asked for event date, patient stated that it has just gotten worse, this has been happening for maybe a week or so. No further complications were reported/anticipated.